Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient had the stimulator set to program 3 at 5.1 volts and felt stimulation below the buttocks and down her legs. The patient stated she especially felt it in her left leg when the implant was on her right side. The patient stated she used to feel stimulation in her vagina and that she turned her stimulation down to 0.1 volts where she didn't feel stimulation at all. Therapy was confirmed to be on and the patient denied any falls or trauma that may have affected the device. The amplitude was decreased which eliminated the uncomfortable stimulation. The patient had lowered stimulation to 0.1v where she didn't feel it and was walked through increasing it. The patient stated she felt stimulation down her legs and in buttocks again at 0.2 volts. The patient was walked through changing from p3 to p4 and increased stimulation until it was felt comfortably in bike seat region. The patient stated that she would keep track of symptoms until she saw hcp on the 2016 (B)(6). The patient also stated that she had scored her urgency and her leaks. The patient noted that she hadnt voided since 6:45 a.m. The day of report which was a long time for her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.